Event description:
It was reported that a high lead impedance reading was obtained during system diagnostic tests performed during a battery replacement surgery. Routine troubleshooting was performed in the or and it did not resolve the issue, so the surgeon determined that the error may be originating for the lead. The lead was not revised during surgery. X-rays were reviewed by both the treating physician and manufacturer and both sites found a discontinuity in the patient's lead. It was recommended that the patient's device be programmed off until lead replacement surgery can occur as the patient is not currently receiving any therapy from the device.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.